Manufacturer narrative:
(B)(4). Batch # r57289. MDR decision: serious injury. Upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a reportable event. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: were staples missing or not visible after being deployed? "Clamps were visible but open". If staples did deploy what was .the appearance of the staples? (B-formation, irregular, legs straight)? "They seemed to be open". How was the transected tissue managed? "Another shot was fired with another load". How much blood did the patient lose? "Not informed". Was the bleeding controlled? "Yes". Were any blood products or transfusion required? "No". If so, please explain. Did this occur during surgery? "Yes". Was a laparotomy required to control the bleeding? "No". What is the current patient status? "Patient evolved well and left hospital". Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? "The patient stayed one more day in the hospital to observe the clinical evolution." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapler was used with reported cartridge? What color cartridges were used throughout creation of sleeve? Where on sleeve was staple line open? Was buttressing material used? Will device be returned for analysis? What is the current patient status?

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what stapler was used with reported cartridge? Echelon powered. What color cartridges were used throughout creation on sleeve? Green, gold and blue one. Where on sleeve was staple line open? On the third shot, blue cartridge. Was buttressing material used? No. Will device be returned for analysis? Yes. What is the current patient status? Patient status is fine without comorbidities.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch / lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Were staples missing or not visible after being deployed? If staples did deploy what was the appearance of the staples? (B-formation, irregular, legs straight)? How was the transected tissue managed? How much blood did the patient lose? Was the bleeding controlled? Were any blood products or transfusion required? If so, please explain. Did this occur during surgery? Was a laparotomy required to control the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a videolaparoscopic gastroplasty sleeve procedure, significant bleeding was noted, and the surgeon noticed that the staple line was open.